Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink injection site had particulate matter. The product was being used to inject multiple medications into the same bag. During injection of the medication the needle scraped the inside of the lumen and plastic flakes fell into the fluid pathway. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The event occurred within the two weeks prior to (B)(6) 2015. The actual device was not available; however, a companion sample was received for evaluation. The interlink injection site was visually inspected and did not reveal any issues. Functional testing showed that the septum center slit was present and the set flowed normally. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.